Manufacturer narrative:
Zimmer biomet complaint: (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. At this time, it is unknown if the product will be returned for evaluation. The user facility is foreign; therefore a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported a revision is planned for temporomandibular implants due to an unknown reason. Attempts have been made and no further information has been provided.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This complaint was opened as it was reported that these implants were removed in a revision. As these implants were removed in a revision, the complaint is considered confirmed. The reason for the revision was due to infection; however, the type or cause of the infection was not provided. More than three attempts were made to gather additional details including product return. No product was returned and no inspections or testing could be performed. No x-rays, scans, pictures, physicians reports, or pathology reports were provided. It could not be determined based on the information provided if the infection was implant related or there was an alleged malfunction of the implant. For these reasons, the most likely underlying cause of this complaint could not be determined. There are no indications of manufacturing defects. The DHR and sterile certs of this product was reviewed and no non-conformance was found. This is a custom device with no similar devices and the lot quantity is one. Therefore there are no similar complaints and the risks associated with this device are unique to this device. There are no additional complaints for this lot number. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.